Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed on an unspecified date/time he tested on the subject meter and observed a value of ¿8.0 mmol/l¿ (144 mg/dl). The patient reportedly manages his diabetes with an unknown type/dose of insulin and in response to the alleged issue he claimed he took an unknown amount of insulin and went ¿hypoglycemic¿ as a result. He reportedly tested on his other meter (unknown brand) and observed a value of ¿2.4 mmol/l¿ (43 mg/dl). The date/time of this test was not specified. It is not known what range the patient considers to be normal. There were no further details regarding actual symptoms, duration of issue, or treatment administered, if any. At the time of troubleshooting the cca noted that the patient did not have his meter or supplies with him at the time of the call, so troubleshooting could not be performed. Repeated follow up attempts were made to obtain additional information, but the patient did not call back. Based on the information provided, this complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.